Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00949.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 of the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, the physician experienced resistance while attempting to advance a penumbra system jet 7 reperfusion catheter (jet7) over a velocity delivery microcatheter (velocity) and a non-penumbra guidewire into the target vessel. The physician then used the penumbra system 3d revascularization device (psr3d) to anchor the jet7 to the face of the clot; however, the jet7 was unable to advance to the m1 occlusion. While attempting to pull back the psr3d, the physician initially experienced resistance and continued to retract and removed the psr3d. The physician then did a contrast injection and found the distal tip of the jet7 to be ¿accordioned¿ and, therefore, it was removed. The procedure was completed using a penumbra system ace 64 reperfusion catheter (ace64) with the same velocity and psr3d. There was no adverse effect to the patient.